Event description:
It was reported that the patient received inappropriate therapy due to lead oversensing of noise. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed ventricular oversensing due to noise. On (B)(6) 2010, twenty five super-ventricular tachycardia / non-sustained tachycardia episodes were recorded with average v-v cycle lengths of less than 210ms. In addition, fifteen ventricular fibrillation episodes with v-v cycle lengths of 130ms-280ms were recorded. Analysis also noted resistance/impedance increase. The right ventricular pacing impedance was steady at 300-350 ohms until (B)(6) 2010 when min/max impedance showed rising trends. On (B)(6) 2010, max right ventricular pace impedance is 488 ohms. Max high voltage b and superior vena cava impedance remain steady. Analysis results noted that unwanted/unexpected shocks were delivered. The fifteen recorded ventricularfibrillation episodes with v-v cycle lengths of 130ms-280ms resulted in 52 high voltage therapies being delivered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.